Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint but verified the issue in the diagnostic logs. The device was tested. An unrelated issue was found and corrected. The reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator had a sustained occlusion and would not ventilate patient. Although requested, information regarding patient outcome was not provided.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.